Manufacturer narrative:
(B)(4): the exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a transvaginal vault suspension procedure performed on (B)(6), 2015. According to he complainant, during the procedure and inside the patient, the needle detached from the suture and was stuck inside the capio cage. The procedure was completed using another uphold lite with capio slim.. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.